Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges thetb3 back sheared off while the consumer was in the chair allegedly causing the consumer to fall out.

Manufacturer narrative:
The root cause appears to be that the m8-1.25 x 30 flathead screws (x4) at the back/base interface were fractured. The hardware appeared to be the correct grade and length. The interface and its component parts were undamaged. Replacement hardware was acquired and the back was re-assembled and tested. There was no interference in the tilt function that would have caused the failure. Although a great deal of uncertainty exists, testing and the overall condition of the chair suggests abuse as the likely cause of the fracturing.

Event description:
Provider alleges the tb3 back sheared off while the consumer was in the chair allegedly causing the consumer to fall out.